Event description:
It was reported that during an open total gastrectomy, the safety could not be unbraced and the device was not fired. Eventually, the jejunum was anastomosed by hand. There were no adverse consequences to the patient. The doctor is used to the device.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Anvil_not returned. The analysis results found that the device arrived and in good visual condition. The breakaway washer and anvil were not returned and the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with a test anvil and test washer, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the safety worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.